Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found that the device has not been deployed. There is labelling that confirms the product identification information. No rust or corrosion can be seen in the image. A visual inspection of the returned device found that it was not returned in its original packaging. The device has not been deployed and there is no biological debris visible on the device. There is discoloration resembling rust in the laser markings on the shaft of the device. A review of the results of the presumptive blood test kit confirmed that the substance on the shaft of the device is not blood. The complaint was confirmed, and the root cause was associated with manufacturing processes. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a surgery the twin fix was found to be rusty. The procedure was successfully completed without a significant delay. An arthrex competitor device was used. No other complications were reported.